Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2022. During the procedure, the pull wire broke and the basket detached inside the patient. The detached basket was retrieved using a grasper and the procedure was completed with another zero tip basket. There were no patient complications as a result of this event.